Event description:
It was reported that when the patient presented in clinic for a routine follow up, the battery data on screen did not match the data shown in the fastpath. Device replacement was scheduled since the patient planned to be out of state for six months.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Evaluation description: the reported field event of a battery voltage measurement anomaly was not confirmed in the laboratory. The device was tested on the bench and using automated test equipment and no anomalies related to the reported battery voltage measurement anomaly were observed. The cause of the field event could not be determined. (B)(4).

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
New information received notes that the device was explanted.